Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from the patient who reported that the pump was still alarming and was past the refill date. The patient was concerned about withdrawals. She had moved in november and got insurance information in december. Additional information was received on (B)(4) 2018 from the healthcare professional (hcp) who initially reported the event and she reported that they were able to refer the patient to a neurologist who refilled the patient¿s pump and sent the patient home. She thought the neurologist might take the patient on, but was not sure. The hcp noted that the event was worrisome because the patient was turned away from the hospital ER (emergency room) after being told that they couldn¿t do anything with the pump and it ended up being difficult finding an hcp. Eventually though the issue was resolved when the pump was refilled. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 150 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018 it was reported that a pump alarm was heard. Telemetry had not yet been performed. Per the reporter, the patient had moved to another state and they did not yet have a doctor to manager their pump and the alarm was very likely due to low reservoir. The low reservoir alarm date was (B)(6) 2018 and the pump had been "alarming for a week now¿. Based on calculation, the pump would be empty within the next 2 days. The reporter stated that they would be ordering oral baclofen for the patient. No patient symptoms were reported. No further complications have been reported as a result of this event.